Event description:
On (B)(6) 2015, a customer reported unexpected negative antibody reactions when using capture-r ready-ID extend I on a galileo echo (when tested on (B)(6) 2015).

Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess instrument test well images on (B)(6) 2015. The immucor laboratory tested retention product on (B)(6) 2015, which performed as expected. The customer then sent the blood sample in question to the immucor laboratory for testing and investigation, which was received at immucor on 01apr2015. The immucor laboratory then subsequently performed testing of this blood sample on (B)(6) 2015 and determined that no e antigen positive wells reacted as expectedly positive, thereby reproducing the customer's observations of unexpected negative.